Event description:
Session report from the most recent office visit was received. Battery life estimation was performed based on available information and it suggest that the device may have depleted sooner than expected. Results of internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths.

Event description:
It was reported that the patient's device is depleting prematurely. Patient was referred for generator replacement. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information has been received.